Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had possibly been damaged during a previous lead extraction. The physician reported the ra lead exhibited far field r-wave (ffrw) oversensing resulting in inappropriate atrial fibrillation detection and anti-tachycardia pacing therapy delivered, which produced an accelerated rhythm of atrial fibrillation (af). The ra lead remains in use. No patient complications have been reported as a result of this event.